Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 05-oct-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 05-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported via the manufacturer representative that the patient had an infection at the battery pocket site. It was unknown what factors contributed to the issue, but a non-healing wound was noted. No other diagnostics or troubleshooting was performed. The system was explanted on (B)(6) 2019 and the patient was re-implanted on (B)(6) 2019. The issue was resolved at the time of the report. No device issues reported.